Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 7 years and 1 month procedure with a 29mm sapien xt valve in the pulmonic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections g3, g6, h2, h6 clinical code, device code and h10 of this report has been updated. Per clinical review of the medical records, approximately 7 years and 1 month post tavr, the patient was admitted for valve endocarditis secondary to mssa bacteremia.. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.